Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and was damaged. The customer¿s blood glucose level was 500 mg/dl. The customer bloused and the blood glucose decline to 396 mg/dl later didn¿t eat anything and the blood glucose again rose to 490 mg/dl. The customer states the drive support cap appears to be normal. The customer performed self-test and it did pass. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.